Event description:
It was reported that the patient faced an infusion set was leaking at site on (B)(6) 2026 led to high blood glucose. The blood glucose level was 270-332 mg/dl at the time of event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.